Manufacturer narrative:
During the eval of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The sensor board cable was found to be loose, causing the "service required" codes. The device's sensor board cable was reconnected to address the issue. There was evidence to suggest the customer attempted to repair the device prior to returning it to the manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.